Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a syncopal event. The right ventricular lead exhibited high impedance. The device was reprogrammed and the patient would be monitored.